Manufacturer narrative:
(B)(4). Products have been returned to (B)(4) for evaluation and forwarded to the complaints and vigilance coordinator for investigation. Visual checks: product has been received and is made up of the following: tibial component. Femoral component. Bearing. No packaging has been returned with any of the items above. The tibial component had deep scratches on the articulating surface (not related to reported event). The porous coated surface showed no signs of excessive material. Dimensional checks: checks carried and met specification. Basic length and width thickness of keel rail (ensure that there is no excess build-up of porous coating at the base of the keel) porous coat thickness. Product was conforming to required manufacturing specifications. The mhr related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. All the lot (12 units) was accepted at the time of manufacturing. A number of complaints have been raised relating to tibial fractures which resulted in a hhe being raised (B)(4). Following the hhe process a CAPA was raised to address the issue (B)(4). The reported event in this complaint was raised prior to the CAPA being concluded (notification date (B)(6) 2017). The CAPA was created on (B)(6) 2016 and closed on (B)(6) 2017. The oxford microplasty cemented and cementless surgical technique was updated to reflect wording that was used in the field advisory notification i.e. To minimize tibial plateau fracture risk. In addition, the instrumentational course presentations reflect the change to the surgical technique.

Manufacturer narrative:
(B)(4). Concomitant products: oxford bearing catalog 159582 lot 3752659; oxford femur catalog 154927 lot 3883858. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under PMA number p010014. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a partial knee arthroplasty, the patient's tibia fractured when the tibial component was implanted; the components were removed and a total knee prosthesis was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.